Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported accidental exposure to the reagent to her nostril with the binaxnow covid-19 ag self-test on (B)(6) 2024. The consumer reported that reagent was added to the nasal swab prior to collecting the nasal sample. No additional information, including treatment and outcome, was provided.